Event description:
The customer reported that the system shut down without command in the middle of the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was retightened onto the power cable. The system was then found to be operating as intended.